Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that they wanted to conduct an MRI on this patient related to lumbar degenerative disorder but they had a retained lead fragment. When the prior system was removed they were not able to remove the leads. No patient complications were reported as a result of this event.